Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the implant beak is out. It was also noted the implant's plate and screw were loosening. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.